Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g4 (PMA/510(k)#), g6, h2, h3, h6 (type of investigation, investigation finding, investigation conclusions), h11. Corrected fields: e1 (event site telephone). A getinge field service engineer (fse) checked the device thoroughly and found safety disk was gone defective. Replaced the same from customer stock and rectified the issue. Performed all functional tests and safety checks successfully. Device was given to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check discovered by a customer the cs300 intra-aortic balloon pump (iabp) showing autofill failure error. There was no patient involvement reported.